Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 21 days after implantation. The doctor indicated there was local infection that caused the implant removal. The patient has history of bruxism and hypertension. The patient has recovered without complications.